Event description:
It was reported that something happened on night shift and the patient's temperature dropped to 30c in arctic sun device. The water temperature was also around 30c. Target temperature was 33.5c. They got an alarm to add water and after that the patient temperature dropped and they got alert 113 (reduced water temperature control). They reinserted the rectal probe to confirm it was placed properly. The pad was wet, so they added an extra receiving blanket between the patient and the pad. Then the patient temperature was 32.9c, flow rate was 1.4lpm, water flow rate was 39.7c. Confirmed alarm 5 (water reservoir level low) and alert 113. Water lever was 5. Suggested monitoring patient and water temperature. Explained how overfill could occur if the pads were not emptied prior to filling the reservoir. Nurse was not sure if pads were emptied first as they were not on shift. Nurse would like representative to come out to do a data download and look at therapy data. Patient temperature was dropping again and the water temperature was not increasing. They were getting alert 113. Patient temperature was 33.5c, rewarm from 34.3c, water temperature was 23.6c, flow rate was 0.7lpm. Disconnected and reconnected pad using proper technique. Patient in an isolate bed, but tubing was going through a slot and was not kinked or twisted anywhere. Flow rate was 1.1lpm and inlet pressure was -7.2psi. Heater command 100 percentage. Water temperature not increasing. Drained excess water from circulation tank. Water temperature increased to 35c while on phone. Asked nurse to call back with any concerns. No further calls. Per customer via phone on 29jan2024, it was reported that therapy was completed and there was no impact to the patient. They had no other identifying information about the patient. The nurse could not provide any information regarding the complaint. The complaint came from another nurse and just reported the incident. The device did not go to biomed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that something happened on night shift and the patient's temperature dropped to 30c in arctic sun device. The water temperature was also around 30c. Target temperature was 33.5c. They got an alarm to add water and after that the patient temperature dropped and they got alert 113 (reduced water temperature control) . They reinserted the rectal probe to confirm it was placed properly. The pad was wet, so they added an extra receiving blanket between the patient and the pad. Then the patient temperature was 32.9c, flow rate was 1.4lpm, water flow rate was 39.7c. Confirmed alarm 5 (water reservoir level low) and alert 113. Water lever was 5. Suggested monitoring patient and water temperature. Explained how overfill could occur if the pads were not emptied prior to filling the reservoir. Nurse was not sure if pads were emptied first as they were not on shift. Nurse would like representative to come out to do a data download and look at therapy data. Patient temperature was dropping again and the water temperature was not increasing. They were getting alert 113. Patient temperature was 33.5c, rewarm from 34.3c, water temperature was 23.6c, flow rate was 0.7lpm. Disconnected and reconnected pad using proper technique. Patient in an isolate bed, but tubing was going through a slot and was not kinked or twisted anywhere. Flow rate was 1.1lpm and inlet pressure was -7.2psi. Heater command 100 percentage. Water temperature not increasing. Drained excess water from circulation tank. Water temperature increased to 35c while on phone. Asked nurse to call back with any concerns. No further calls.

Event description:
It was reported that something happened on night shift and the patient's temperature dropped to 30c in arctic sun device. The water temperature was also around 30c. Target temperature was 33.5c. They got an alarm to add water and after that the patient temperature dropped and they got alert 113 (reduced water temperature control). They reinserted the rectal probe to confirm it was placed properly. The pad was wet, so they added an extra receiving blanket between the patient and the pad. Then the patient temperature was 32.9c, flow rate was 1.4lpm, water flow rate was 39.7c. Confirmed alarm 5 (water reservoir level low) and alert 113. Water lever was 5. Suggested monitoring patient and water temperature. Explained how overfill could occur if the pads were not emptied prior to filling the reservoir. Nurse was not sure if pads were emptied first as they were not on shift. Nurse would like representative to come out to do a data download and look at therapy data. Patient temperature was dropping again and the water temperature was not increasing. They were getting alert 113. Patient temperature was 33.5c, rewarm from 34.3c, water temperature was 23.6c, flow rate was 0.7lpm. Disconnected and reconnected pad using proper technique. Patient in an isolate bed, but tubing was going through a slot and was not kinked or twisted anywhere. Flow rate was 1.1lpm and inlet pressure was -7.2psi. Heater command 100 percentage. Water temperature not increasing. Drained excess water from circulation tank. Water temperature increased to 35c while on phone. Asked nurse to call back with any concerns. No further calls. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed and there was no impact to the patient. They had no other identifying information about the patient. The nurse could not provide any information regarding the complaint. The complaint came from another nurse and just reported the incident. The device did not go to biomed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only UDI format updated with available product information per gudid as requested. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that something happened on night shift and the patient's temperature dropped to 30c in arctic sun device. The water temperature was also around 30c. Target temperature was 33.5c. They got an alarm to add water and after that the patient temperature dropped and they got alert 113 (reduced water temperature control). They reinserted the rectal probe to confirm it was placed properly. The pad was wet, so they added an extra receiving blanket between the patient and the pad. Then the patient temperature was 32.9c, flow rate was 1.4lpm, water flow rate was 39.7c. Confirmed alarm 5 (water reservoir level low) and alert 113. Water lever was 5. Suggested monitoring patient and water temperature. Explained how overfill could occur if the pads were not emptied prior to filling the reservoir. Nurse was not sure if pads were emptied first as they were not on shift. Nurse would like representative to come out to do a data download and look at therapy data. Patient temperature was dropping again and the water temperature was not increasing. They were getting alert 113. Patient temperature was 33.5c, rewarm from 34.3c, water temperature was 23.6c, flow rate was 0.7lpm. Disconnected and reconnected pad using proper technique. Patient in an isolate bed, but tubing was going through a slot and was not kinked or twisted anywhere. Flow rate was 1.1lpm and inlet pressure was -7.2psi. Heater command 100 percentage. Water temperature not increasing. Drained excess water from circulation tank. Water temperature increased to 35c while on phone. Asked nurse to call back with any concerns. No further calls. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed and there was no impact to the patient. They had no other identifying information about the patient. Their nurse could not provide any information regarding the complaint. The complaint came from another nurse and just reported the incident. The device did not go to biomed. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed and there was no impact to the patient. The patient was a newborn weighing less than 10 lbs. It was determined that there was too much water in the pads. After the water was drained the device worked. Bd representative came and did and educational tutorial on how to properly use the device. The device went to biomed. The water was drained, and the device cleaned and returned to circulation.